Manufacturer narrative:
The investigation has been completed. No product was returned. Console logs from the reported day of the event are consistent with the complaint. The logs show multiple instances of the following communication-related error "algs suspended opm signal invalid, and "invalid_bad_snr_sample_mask" due to snr falling below the minimum threshold. Multiple instances of placement signal not reliable and controller error (opm comm crc invalid) [optical pump connected] alarms were observed through the case. The long term log data indicated that the unreliable placement signal persisted for half of the case, with varying intensity, which correlated with low signal-to-noise ratio (snr) and oscillating contrast. This led to placement signal not reliable alarms. Real time log data also showed oscillating contrast with low snr values. The root of the controller error was due to an optical bench firmware communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The automated impella controller software operated as designed.

Event description:
The complainant reported that a placement signal unreliable alarm appeared during impella cp support. The staff disabled the alarm and support with the implanted pump continued uninterrupted. There was no patient harm. Upon analysis of the console logs during investigation, it was revealed that there were multiple instances of controller error (opm comm crc invalid) alarms throughout the case. The controller error was found to be due to an optical bench firmware communication protocol anomaly.